Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime test. Motor passed motor test. No motor error alarm. Unit received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 170mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.